Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a hole/slit in the cycler set tubing after completing treatment and disconnecting from the cycler. The patient noticed leakage and wetness at that time. The patient has peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of fatigue, abdominal cramping/pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (tnc = 15,766 u/l, neutrophils = 97%) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg (loading dose) and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent fluid culture result returned positive for pasteurella multocida, and the patient required hospitalization due to the bacteria¿s limited antibiotic sensitivities (drug, dose, route, duration, frequency not provided). As of (B)(6) 2024, the patient remains hospitalized and is recovering from the serious adverse events. Initially causality was attributed to a defect in the patient¿s liberty cycler set tubing, however after the peritoneal effluent fluid culture results were obtained, it was determined the patient¿s cat likely bit or scratched the tubing. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge. Per the pdrn¿s response, there was no evidence a fresenius device(s) and/or product(s) malfunction or deficiency occurred.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by fatigue, abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and ip antibiotic therapy. Initially causality was attributed to a defect in the patient¿s liberty cycler set tubing, however after the peritoneal effluent fluid culture results were obtained, it was determined the patient¿s cat likely bit or scratched the tubing. Pasteurella bacteria are known inhabitants of the upper respiratory tract in canines/felines and can be transmitted to humans through direct and indirect contact. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Additionally, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a hole/slit in the cycler set tubing after completing treatment and disconnecting from the cycler. The patient noticed leakage and wetness at that time. The patient has peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient (B)(6) clinic on (B)(6) 2024 with complaints of fatigue, abdominal cramping/pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (tnc = 15,766 u/l, neutrophils = 97%) were collected, and the patient was diagnosed with peritonitis. The patient was initially treated as an outpatient with intraperitoneal (ip) vancomycin 1500 mg (loading dose) and ceftazidime 2000 mg daily. The patient¿s peritoneal effluent fluid culture result returned positive for pasteurella multocida, and the patient required hospitalization due to the bacteria¿s limited antibiotic sensitivities (drug, dose, route, duration, frequency not provided). As of (B)(6) 2024, the patient remains hospitalized and is recovering from the serious adverse events. Initially causality was attributed to a defect in the patient¿s liberty cycler set tubing, however after the peritoneal effluent fluid culture results were obtained, it was determined the patient¿s cat likely bit or scratched the tubing. The patient continues to undergo ccpd therapy while hospitalized and will resume utilizing the same liberty select cycler following discharge. Per the pdrn¿s response, there was no evidence a fresenius device(s) and/or product(s) malfunction or deficiency occurred.